Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during the visual inspection of the device both externally and internally. Due to foreign substance inside of the manifold assembly. The manifold assembly was replaced to resolve the report. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed "self check failure - 1003" and "compressor fault - 3001" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.